Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases are in excellent condition. Visible contamination on top case and plunger head. The force sensor test error duplicated during the power up process. Error found in event history log. Steady state reading of the force sensor the root cause of the reported issue was found to be contamination and foreign material found inside plunger head. Actions were taken to mitigate the reported issue: replaced force sensor, plunger board, left plunger case and plunger cable.

Event description:
It was reported that there was a force sensor failure. No patient injury was reported.